Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital with weakness and bradycardia. It was noted that the right ventricular (rv) lead exhibited suspected loss of capture. It was noted that the implantable pulse generator (ipg) exhibited a unknown power on reset (por) and that the elective replacement indicator (eri) had triggered. It was also noted that the patient's heart rate went below set parameters on the implantable pulse generator (ipg). The implantable pulse generator (ipg) was explanted and replaced and the rv lead remains in use. No further patient complications have been reported as a result of this event.